Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Ref MFR report: 1627487-2011-01607. The pt received her scs system, including an ipg and surgical lead, on (B)(6) 2011 for mid-upper back pain. It was reported that the pt feels pressure and a burning sensation at the lead site when stimulation is on. The pt stated that the issue occurs about an hour after she turns on stimulation in the morning. F/u on the pt found that the lead had migrated, and the physician repositioned the pt's lead on (B)(6) 2011. The pt reported effective stimulation postoperative, but she still experienced the pain near the lead site. It was reported that the pt presented with signs of infection on (B)(6) 2011. The pt allegedly had pain in the thoracic area and discharge at the ipg site. She was prescribed oral antibiotics and was advised to go to the ER for further eval. Attempts to obtain additional info regarding the pt's condition and/or device status were unsuccessful. No further info is available at this time.